Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-jun-2023. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard and six photographs. The photographs display the unit with the needle fully retracted. A gross visual inspection of the sample found that the needle was partially retracted, and the spring was not fully extended. Further inspection under a microscope found that the spring was bunched up part way through the needle hub, indicating that an obstruction was present. The unit was dissected to attempt to identify the obstruction. A deformation was identified on the needle hub on which the spring was sometimes catching on. It is likely that this deformation caused the partial retraction. Microscopic inspection of the deformation found that a dent was present on the needle hub and the material was bent downward. The reported issue was confirmed as the needle was only partially retracted and determined to be manufacturing related due to a machine misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc the safety mechanism did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to activate the safety mechanism. According to the customer's report, after use, the hcp pressed the button to activate the safety mechanism, but it was not activated.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc the safety mechanism did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the inability to activate the safety mechanism. According to the customer's report, after use, the hcp pressed the button to activate the safety mechanism, but it was not activated.